Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer was using cold insulin and performing the air removal step with an empty syringe. Tandem clinical support educated the customer on that cold insulin and performing the air removal step with an empty syringe are off label per the tandem user guide. The customer would resume insulin to address the alarms. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection.